Event description:
The patient has a history of complete heart block secondary to ventricular septal defect repair and is pacemaker dependent. A dual-chamber pacemaker was implanted three years ago. The recalled sprint fidelis right ventricular lead was explanted. The patient did well overnight without complications.

Manufacturer narrative:
The device will not be returned for evaluation, as per follow up with customer.

Event description:
It was reported that there was no continuous cardiac output measurement from the beginning. Another monitor and another cable were used, but problem was not solved. Then in the 90th minute, problem was solved and it could show continuous cardiac output value, but continuous cardiac index was higher-than-normal level (10l/min). The catheter was used for a liver transplant patient. The following measurements were reported: svo2=95%, cci=8~10l/min, ap=78/37mmhg, map=52mmhg, non-invasive ap=100/44mmhg, map=62mmhg, and hr=110bpm.